Event description:
An unknown size driver mx2 coronary stent system was inserted into a patient for the treatment of an unknown lesion. Vessel and lesion morphology are unknown. It was reported that the stent was deployed successfully. It was reported that the physician was attempting to remove the delivery system and it felt sticky and tacky. The device was removed and discarded. No additional clinical sequelae were reported and the patient's status is unknown.

Manufacturer narrative:
Evaluation results/conclusions: other , lack of information (unknown morphology, device not returned for evaluation).